Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('intrauterine device which appears fractured'), uterine perforation ('perforation') and uterine haemorrhage ('abnormal uterine bleeding / bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, dyspareunia, post coital bleeding, vomiting, nausea and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping") and device dislocation ("tubal occlusive devices have migrated towards the midline"). The patient was treated with surgery (hysteroscopy with d&c). At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain lower and device dislocation outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2013: bilateral fallopian tube occlusive devices are in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('intrauterine device which appears fractured'), uterine perforation ('perforation') and uterine haemorrhage ('abnormal uterine bleeding/bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, dyspareunia, post coital bleeding, vomiting, nausea and menorrhagia. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping") and device dislocation ("tubal occlusive devices have migrated towards the midline"). The patient was treated with surgery (hysteroscopy with d&c). At the time of the report, the device breakage, uterine perforation, pelvic pain, abdominal pain lower and device dislocation outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, pelvic pain, uterine haemorrhage and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram on (B)(6) 2013: bilateral fallopian tube occlusive devices are in place. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.